Event description:
It was reported that during a breast biopsy procedure, although the device functioned properly at the suction check before use on the patient, the device did not collect tissue at all. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.